Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow-up, stored egms noted post-paced t-wave oversensing. Programming changes were discussed, but have not been made. The patient will continue to be monitored with further follow-ups.